Event description:
Following a laparoscopic anti-reflux procedure utilizing the linx device, a patient desired to have an MRI for back pain leading to linx device explant. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2009. Patient reported limited gerd relief with linx device implanted. Uneventful device explant on (B)(6) 2014. Device found in the correct position and geometry.